Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check an increase in thresholds was noted on the right atrial (ra) lead. Chest x-ray and computerized tomography (CT) scan confirmed a pericardial effusion due to the helix perforation. Drainage was performed and the lead was reprogrammed and then explanted and replaced. No further patient complications have been reported as a result of this event.